Event description:
The customer stated a false positive result was generated on the architect total b-hcg assay. A patient being monitored for skin treatment with roacutane generated a positive result of 496.03 iu/ml on the architect total b-hcg assay. The sample was retested yielding a negative result of < 1.2 iu/ml. A second tube of the same sample and a plasma sample from the serum bank also generated negative results of < 1.2 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78, architect total b-hcg, that has a similar product distributed in the us, list number 6c21, architect total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.